Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Diet counselor reported the insulin delivery of the infusion device is too high. Patient has received stationary treatment on (B)(6) 2010, (B)(6) 2011 due to hypoglycemia. Infusion device was not exposed to water or electromagnetic fields. One blood glucose reading of 53 mg/dl was provided, but the date was unknown. Normal blood glucose level is 70-140 mg/dl. Additional information was not provided. Infusion device was requested for evaluation.